Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiothoracic surgeon that the pt had an infection and symptoms of an outflow graft issue. The surgical team initially went in, and discovered the outflow graft bend relieve was not engaged and had "cut" a hole into the graft itself. The team initially just replaced the graft and components. The pt experienced overwhelming infection and sepsis. Consequently, the surgical team decided to proceed with an entire pump replacement.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing on lvad support without any further issues. According to the info provided to the MFR, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.